Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2016-00095. It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and the physician received several unsuccessful cavity integrity assessment (cia) tests using two disposable devices. The physician "viewed a perforation in the center of the uterus". A laparoscopy was performed and the physician cauterized the perforation. The procedure was aborted. It is unknown if the patient was discharged home. We have been unable to obtain additional information surrounding this event. Dilatation performed (not a hologic device) prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.